Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The guidewire was returned, and it was observed that the polymer jacket was detached at the distal section and the core wire was detached/separated at the distal tip, causing the coil wire to become unraveled. Under microscope it was observed that the polymer jacket was detached at the distal section and the core wire was detached/separated at the distal tip, causing the coil wire to become unraveled. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device had crossing difficulties. The moderately stenosed target lesion was located in the severely tortuous and non-calcified hepatic artery. A 200cmx10cm fathom-14 guidewire was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the polymer jacket was detached at the distal section and the core wire was detached/separated at the distal tip.